Manufacturer narrative:
This report is being supplemented to provide additional information on device evaluation and the legal manufacture¿s final investigation. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): as result of confirming contents of instruction manual (reprocessing manual) at the time of shipment, there is following section about reprocessing. Chapter 4 reprocessing workflow for the endoscope and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign objects in the bending section cover. There were no reports of patient involvement.